Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during patient handling, the urethral catheter was found displaced in the bed, and upon examination the balloon repeatedly deflated after reinflation indicating a leak; further investigation suggested a lumen-to-lumen leak, the catheter was replaced as a remedial action, and the issue was noted to be recurrent with this product. Remedial actions: replaced catheter.